Event description:
It was reported that the patient with an implanted intellis adaptivestim pain implantable neurostimulator and two lead 977a260 5mm compact 1x8 MRI leads experienced an error on the patient remote when attempting to increase stimulation intensity. High impedance was noted on electrodes 0, 1, and 7 during an impedance check, with values of 40000 on electrodes 0 and 1, and 33100 on electrode 7. The patient reported ongoing pain in the low back and a loss of stimulation. Device reprogramming was required to avoid the affected electrodes, and three new programs were created to provide coverage for the reported pain area. The issue remains ongoing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.